Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 4.7cm was returned for analysis. Insulation degradation was noted at 4.5cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.